Event description:
Difficulty passing snare through scope with angulation of scope. Second attempt it would not pass. Attempted biopsy forceps with success. Then passed snare for third try and unable to pass. Proceeded to excise 2 polyps. Snared large polyp and cauterized. At that point unable to cut through polyp. After manipulating snare handle repeatedly, wire was crimped and shorting out with cautery. Snare was not maneuverable in scope. Unable to remove snare from around polyp. Snare handle then removed. Dr then cut snare from polyp or from scope. Snare stuck in scope. Pt was taken to surgery for an open procedure.